Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl resulting in a fall. Bg cause was not known. Customer administered glucagon to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) from 10:36:17 am to 10:41:17 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:26:17 am. A tubing fill of size 10.2 units was observed on(B)(6) 2020 at 4:29:35 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.